Manufacturer narrative:
Reference: voluntary medwatch report # mw5155243.

Event description:
Voluntary medwatch received states that the right ventricular lead was extracted and replaced due to fracture and infection. No further information was available.